Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Date of event is unknown. Additional information will be provided if available. In addition, the reportable malfunction no image was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a scope communication error involving an olympus colonovideoscope. There was no patient injury reported.